Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 240 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
On 5-4-2023, the following information was reported: the pump history was reviewed, and there was no indication that a pump shutdown had occurred. On (B)(6) 2023, an unexpected reset occurred.